Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An initial emdr was submitted previously for the bard/davol mesh - ventralex (device #1; MDR number - 1213643-2019-01095 on 25-feb-2019) and a supplemental emdr was submitted to represent the bard/davol mesh - ventralex (device #1) to report the date of event. Based on the initial claim received, the date of implant of ventralex was identified as (B)(6) 2016. Hence, the date of implant for ventralight st is considered to be (B)(6) 2018. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2016 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both the devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Note: the date of implant for ventralight st will be considered as (B)(6) 2018, since the initial legal claim identified the implant date for ventralex as (B)(6) 2016.